Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose readings of 479 mg/dl. It was stated that the tubing had little tiny pin holes and the insulin was leaking out. The mother changed the tubing and treated the high blood glucose readings with a bolus. The incident occurred while the customer was at camp. It was also stated that the customer broke their belt-clip. The infusion set will be returned for analysis. The belt-clip and infusion set will be replaced. 4